Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterilize. - for urological use only." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient admitted to the hospital for the review of bladder tumor more than 1 month after the surgery, and surgical treatment was selected. It was stated that the patient underwent the bladder tumor electrotomy under the lumbar combined anesthesia and a three-chamber catheter was inserted intraoperatively for the postoperative bladder normal saline irrigation. Also, reported that the foley catheter found to fall out due to the airbag rupture. After the bedsheet and the clothes were changed, the doctor replaced the catheter and continued to flush the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient admitted to the hospital for the review of bladder tumor more than 1 month after the surgery, and surgical treatment was selected. It was stated that the patient underwent the bladder tumor electrotomy under the lumbar combined anesthesia and a three-chamber catheter was inserted intraoperatively for the postoperative bladder normal saline irrigation. Also, reported that the catheter found to fall out due to the airbag rupture. After the bedsheet and the clothes were changed, the doctor replaced the catheter and continued to flush the bladder.